Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus (B)(6) they allege that the handpiece is getting hot and they have no water flow, no injury resulted.

Manufacturer narrative:
W4e water sol, iso valve clogged continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely. Worn overlay ribbon cable, cracked auxiliary foot pedal connector on the power drive board. Intermittent operation with the wireless foot pedal, blockage in the handpiece cable causing restricted water flow. Cabinet has broken body posts. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No water hose, handpiece, power cord received for evaluation. Hpc - 06150.